Event description:
The hospital mentioned that there was a small flash fire coming out of the vapr three times and the last one was a little bit bigger. Additional information from the affiliate (B)(4) 2014; arthroscopic shoulder procedure, no debris inside the patient, incident took place outside the patient, by activating the electrode. Electrodes have not been in the neighbourhood of metal. See associated medwatch # 1221934-2014-00265.

Manufacturer narrative:
This complaint device was received, but lost in transit. From similar complaints with this device, this failure was found to be related to tip melting. This damage to the tip would lead to the sparking/arcing at the damaged point of the electrode¿s tip. The complaint cannot be confirmed, due to the unavailability of the device. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation. A supplier CAPA has been initiated to investigate this failure. Four possible root causes have been identified related to design, manufacturing and use. Corrective actions which involve design and process improvement activities were identified for each of the root cause and are being currently investigated. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed three similar complaints for this lot of devices that were released to distribution. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The hospital mentioned that there was a small flash fire coming out of the vapr three times and the last one was a little bit bigger. Additional information from the affiliate 6-11-14; arthroscopic shoulder procedure, no debris inside the patient, incident took place outside the patient, by activating the electrode. Electrodes have not been in the neighbourhood of metal. See associated medwatch # 1221934-2014-00265.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.